Manufacturer narrative:
Updated block: h6. The reported was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information obtained, the issue occurred during setup. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician(pst) observed the batteries to be received in a near fully charge condition. The batteries initially failed load testing after a short charging period, but passed after a complete 15 hour recharge. This is typical for lead-acid batteries. Both batteries properly accepted charging and passed all testing. Per data log analysis, on 15-apr-2019 at 6:01:11 am the user was notified battery life exceeded. There were no unexpected date changes that may have triggered this message. It is unknown when "new battery" was pressed in service which starts the two year timer. The log file confirms the complaint.

Manufacturer narrative:
The field service representative (fsr) replaced both batteries. The unit operated to the manufacturer's specifications. The suspect batteries were sent back to the manufacturer for further evaluation.

Event description:
It was reported that the central control monitor (ccm) displayed a "you have exceeded 2 year service of your battery" message. No other details were provided regarding the nature of this event.